Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) was loose. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation showed that the unit had rotational and lateral movement and a residue buildup was present. To resolve all issues, new components was added to replace worn internal parts and general maintenance and cleaning were performed. Root cause - complaint confirmed via inspection of the unit. The unit had rotational and lateral movement due to worn internal parts and residue buildup. Probable root cause is normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.